Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing and inappropriate shocks due to atrial arrythmia. Patient went emergency room and which showed normal sinus. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.